Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient did not hear the clicks when pushing down and pulling up on the applicator, and patient noticed sensor wire was showing.